Manufacturer narrative:
Concomitant medical products: merit medical big60 inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. During a visual examination, a crack was observed approximately 130 cm from the distal end. The pre-loaded wire guide was included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy with dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. When the physician was dilating, the catheter ripped [cracked] and water came out. The device was removed intact. Nothing detached inside of the patient. No other device was used as this was the end of the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.